Event description:
During a procedure to the iliac, the opta pro balloon catheters (4199040s and 4190040s) could only be introduced over an amplatz guidewire (0.035) with great effort. There was difficulty removing both balloons through the cook sheath. The balloons were removed from the sheath with a turning motion. There was no injury to the patient. The product will be returned.

Manufacturer narrative:
This is one of two products involved with the reported event, which is associated with manufacturing report number 9610978-2007-00196 and 9610978-2007-00197. This product is available; however, it has not been received for analysis as stated in section. Additional information will be submitted upon 30 days of receipt.